Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having problems with her new device. The patient reported that she didn't feel any stimulation sensation and she didn't urinate last night. The patient noted that her feet and legs were swollen really bad so she must be retaining fluid. The patient stated that she had never had this issue previously and was given a lot of IV fluids during the implant surgery. The patient mentioned that when she peed she just kind of just drizzled and the stream was so weak. The patient indicated that she was trained while still under anesthesia so she did not recall how to use her patient programmer so she was having some difficulty with connecting to the ins. The patient thought she must not have had the antenna in the correct place on her back. Troubleshooting attempts were made and stimulation was on and the patient increased amplitude to 1.5 and could feel a slight stimulation sensation. The patient was redirected to their healthcare professional (hcp). The patient also stated that she was losing a lot of water and it just came during the night. The patient noted that she had the signal and went to the bathroom/voided during the day but she did not sleep with a pad on last night and went during the night with a lot of urine. The patient added that in the morning she went to the bathroom twice as well. The patient reported that she was trying to increase the stimulation intensity for her ins but was unable to and she noticed the issue today. The patient confirmed that she had a bandage on her implant site and there was more swelling today. Troubleshooting attempts were made again and the patient programmer showed stimulation was on at 1.6v. When the patient tried increasing the intensity she reported getting poor communication. The patient was walked through several times attempting to increase the intensity but after trying to increase the patient had poor communication every time. The patient noted that she had two pieces of tape and tried repositioning the paddle over the larger piece of tape but that did not resolve the issue. The patient was redirected to their hcp and was advised to wait until she was healed. There were no further symptoms or complications reported or anticipated.